Manufacturer narrative:
The customer¿s reported issue of power cord failures involving intermittent ac power delivery by the power cord from the ac receptacle to the IV pump was confirmed during this investigation. Date codes of power cords indicate ages ranging from 5 to 6 years. Customer provided x-ray photos of power cords #1-27 which show the discontinuity of copper wiring within the power cords by the male connector. Inspection found that 38 power cords had bent prongs and that the sheaths (wire jacket) from both female and male connectors were intact. 1 power cord was observed with the copper wiring inside the black wire exposed and cut with the sheath (wire jacket) separated from the male end connector. 33 of the 39 power cords as well as the power cords for the 3 pcus returned for this investigation failed to supply ac power during testing, and 6 of the 39 total power cords worked intermittently when physical manipulation was applied to the male and female connectors. Continuity test results confirmed that either the white (neutral), black(hot), or green(ground) wires within 33 of the 39 power cords had no continuity. 6 cords tested intermittently for continuity when physical manipulation was applied to the male and female connectors. Additionally, the customer included 3 pcus for analysis of the power cords, battery, and battery logs. Inspection of the power cords for the 3 pcus found prongs that were bent, and the sheaths (wire jacket) from both female and male connectors were intact. Date codes indicate power cords are approximately 6 years old. Review of battery logs reveal toggling of ac powering on and off which could be the result of an open condition in the power cord. The event logs of the 3 pcus confirm that each device was powered on at the time of the ac power toggling on and off. Plugging in power cords for each of the 3 returned pcus for testing did not result in ac indicator light turning on. Attaching cad power cord to each pcu resulted in ac indicator light and pcu turning on. Continuity test results confirmed that either the white (neutral) or black(hot)wires within the 3 pcus had no continuity. Battery runtime test demonstrated that the system is passing and exceeds the battery runtime specification. Internal inspection found physical discontinuity of copper wires within the white wire proximal to the male connector for one pcu, and within the black wires proximal to the male connector for the other two pcus. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no report of patient involvement; however the pcu is typically used for patient treatment.

Event description:
It was reported that a non-bd investigation revealed high-incidence of power cord failures. It was noted that the failure involves intermittent ac power delivery by the power cord from the ac receptacle to the IV pump. There was no patient harm. For investigation purpose only, not for MDR: the customer would like an answer to the following questions: can you please outline how clinical staff are expected to identify an internal wire discontinuity during an inspection before each use provided there are no outwards visual indicators of the discontinuity?. Does bd believe that the steps in the current pm procedure would detect an internal wire discontinuity in a power cord in all cases? If not, does bd plan on revising its pm procedure to include a more comprehensive procedure for detecting discontinuities within the power cord?